Manufacturer narrative:
(B)(4). Product not returned for evaluation. Most likely underlying root cause: using incorrect test strip platform.

Event description:
Customer complains of low results. The customer's expected blood results are 100-110mg/dl fasting. Verified the strips expire 08/18/2018. Customer confirms the strips are stored properly and were first opened (B)(6) 2015. Customer performed a back to back blood test 198mg/dl and 197mg/dl not fasting. Reviewed meter memory: (B)(6). Customer believed the meter results are inconsistent because her a1c results were high. Adverse event not reported.